Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat the tibial peroneal trunk with mild calcification. The tip of the ht command guide wire became elongated when trying to use a non-abbott guiding catheter to navigate the wire. The physician was unsure if the tip of the wire got caught in the guiding catheter as there was no resistance felt during the procedure. There were no adverse patient effects and there was no clinically significant delay in the procedure. Returned device analysis identified that the polymer coating was peeled and separated from the core/coils and then folded back distally and remained in one piece. The account was not aware of the separation. No additional information was provided.

Manufacturer narrative:
A visual and dimensional inspection was performed on the returned device. The reported stretched coils were unable to be confirmed; however, it is possible that the stretched polymer noted by return analysis was inadvertently reported as stretched coils. The reported difficult to advance could not be tested due to the device condition. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The investigation determined the reported difficulties appear to be related to the operational context of the procedure. There was no damage or anomalies noted to the guide wire during the inspection prior to use or during preparation for use which suggests a product quality issue did not contribute to the reported difficulties. In this case, the stretched and deformed polymer noted during return analysis suggest the guide wire likely interacted with the guide catheter during advancement, resulting in the reported difficult to advance and subsequent polymer separation. Additionally, manipulation of the guide wire during its interaction with the guide catheter likely resulted in the noted bent tip. There is no indication of a product quality issue with respect to manufacture, design, or labeling.h6: medical device codes 1454 and 1069 removed.